Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging a ventilator inoperative error code was discovered in the bipap a40 pro device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. During the evaluation of the bipap a40 pro device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The device's main pca board needs to be replaced to address the issue. No repairs were performed. The device was scrapped. After further review, this device does not fall under the recall parameters due to the software version having been upgraded to 3.6.1. A correction is being filed to indicate this was incorrectly documented. The coding has been removed, as no reportable malfunction was observed.

Event description:
A ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. The manufacturer received information alleging a ventilator inoperative error code was discovered in the bipap a40 pro device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. During the evaluation of the bipap a40 pro device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The device's main pca board needs to be replaced to address the issue. No repairs were performed. The device was scrapped.